Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and subsequently expired. It was reported that the event occurred due to administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products. The exact date of death was not reported and is unknown. Additional information has been requested and will be submitted upon receipt accordingly.